Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 51 mg/dl and treated it with snacks. The customer reported that insulin pump alarmed cannot find sensor signal and cannula was bent. It also stated that customer declined troubleshooting for low blood glucose. The sensor will be returned for analysis.